Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely decreased alinity I tsh generated from alinity I processing module and provided the following data: on (B)(6) 2026 sample ID 105105 tsh result was 0.2512 and when repeated the result was 0.2653 (alinity reference range 0.35-4.94 miu/ml) tsh result on the roche analyzer at another hospital was 0.469 miu/ml. (Normal range for tsh assay on the roche analyzer: 0.27-4.2 miu/ml) when the sample was retested on the snibe platform, the resutls were 0.304 miu/ml & 0.28 miu/ml. (Snibe reference range: 0.3 - 4.5 miu/ml) patient information: male; 46 years old. Diagnostics: a hypertensive crisis; the patient is not taking any medication. Additional laboratory data provided: ft4 12.97 pmol/l; tni mi rs 2.0 ng/l there was no reported impact to patient management.